Manufacturer narrative:
Device return date unknown. The investigation into the a/c power issue has been completed. The automated impella controller (aic) was not returned for investigation. The cause of the issue was not determined since the failure mode was not reproduced after thorough testing and inspection. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was on an automated impella controller (aic) for mechanical circulatory support. It was reported that the device was connected to an ac power source but kept alarming the "ac power disconnected" and could not be charged. The staff tried other ac sources without success. No report of patient harm.